Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved.

Event description:
The recipient reportedly has a biofilm infection at the implant site. The recipient's device was explanted.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Additional information: outcomes attributed to adverse events. The recipient reportedly underwent a relocation surgery prior to the infection. The recipient was hospitalized from (B)(6) 2016. The recipient is doing well.

Manufacturer narrative:
The recipient did not undergo a relocation surgery, as previously reported. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection was previously reported as resolved.